Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, while registration of create case, an unexpected shut down occurred. At the time, an icon with a person reading a book was displayed on the real intelligence cori. Then, when starting the bone cut, the power was poor and the real intelligence robotic drill could not remove bone. The surgeon continued to use the drill, then the drill started to move and became possible to remove the bone. The procedure was completed with the same devices without significant delays. The patient was not harmed. After the case, a kpc test was performed and the drill did not pass the test which failed the maximum stop time.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console cpu failure. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.